Event description:
It was reported that a patient underwent a surgical intervention to replace this inflatable penile prosthesis (ipp), as it was no longer functional. In-clinic troubleshooting did not resolve the issues, and the cause of the anomaly was not identified. During surgery, the entire ipp was removed and replaced. No patient complications were reported.